Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis have been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a blank display after he changed the battery and attempted to complete the rewind sequence. Once he changed the battery again, he received an excessive no delivery alarm. The customer also stated the insulin pump had cracks in its battery compartment. The customer's blood glucose level was 100 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no reset anomaly or blank display was noted. The insulin pump passed the reset error test with no alarm. The insulin pump was received with a corroded battery tube, cracked battery tube threads and minor scratches on the display window.